Event description:
The customer reported that the autopulse platform (B)(4) didn't work during the shift check. The customer provided no further information. No patient involvement.

Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (B)(4) didn't work during the shift check" was confirmed during the functional testing and based on the review of the archive data. The archive data review indicated user advisory (ua) 45 (not at "home" position after power-on/restart) error message around the reported event date and was reproduced during the functional testing. The root cause for the ua45 error was due to the driveshaft not being at "home position." The ua45 error message can be easily cleared by pulling up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. However, in this case, the encoder drive shaft was difficult to rotate and exhibited binding and resistance due to the normal wear and tear of the platform. This might have caused the difficulty for the user to pull up the lifeband completely prior to turning the device on. The autopulse platform was manufactured in 2014 and is eight years old, past the expected serviceable life of 5 years. Upon visual inspection, no physical damage was observed. The archive data indicated several ua45 error messages on (B)(6) 2022, thus, confirming the customer's reported complaint. The autopulse platform failed initial functional testing due to the ua45 error message displayed upon powering on, thus, confirming the customer's reported complaint. The clutch plate was deburred, and the driveshaft was rotated to the home position using the administrative menu to address the sticky shaft and clear the ua45 error message. Following service, the brake gap inspection was performed and verified the brake gap was within the specification. A load cell characterization test confirmed that both cell modules function within the specification. The autopulse platform passed the final run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with sn (B)(4).